Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Event related to mw # 2210968-2021-07484.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. The suture was breaking under normal tension, while tying. A new suture opened from box to complete the procedure. No adverse patient consequences were reported. Additional information was requested.